Event description:
A rockwood screw was implanted on 7/22/93 without incident. The patient presented post-op to the private physicians office with complaint of pain. It was noted on x-ray exam that the screw had broken. The patient stated he was compliant with instructions. The patient was returned to or for removal of the broken part; the remaining portion of the screw was left in place. The recovered portion of the screw was sent to the manufacturer for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.